Manufacturer narrative:
Lot number - 17h045 and 18d013. Two single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of each unit was found to be within specification. The reported condition was not verified. The samples were found to be conforming products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) small volume folfusors had flow issues during infusion. One device underinfused, and one device overinfused. The events involved patients with no patient consequences. No additional information is available.